Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no similar complaints have been raised in the last 12 months. Visual inspection and functional testing were performed. The customer complaint was replicated. The root cause of the issue was a faulty expulsor/ejector. The expulsor/ejector was replaced and after the replacement, the pump passed accuracy testing by delivering a result of 20.6ml which is in line with the spec of 18.8ml-21.2ml. The device thereafter passed functional and accuracy testing.

Event description:
It was reported that the device was over infusing. There was no patient involvement.